Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot was unavailable. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear. Treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. If the IFU states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported following a percutaneous procedure, a 6f angio-seal vip was selected for use. A pre-insertion femoral angiogram revealed no visible plaque. The angio-seal was deployed. Hemostasis was not achieved and manual compression was applied to achieve hemostasis. Following the procedure, the pt developed symptoms of claudication and was referred for surgical treatment. The surgeons reported plaque disruption at the site of the puncture with clot aggregate present. The angio-seal was not seen. The pt was recovered.